Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface (gib) pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system required a software reload. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.